Event description:
Device used during circumcision. Patient was discharged home. Subsequently presented to the emergency department with post-procedure bleeding. Initial evaluation noted a laceration to the glans penis distal to the plastibell device; observation was recommended. Later during hospitalization, concern arose that the device had migrated distally, potentially compromising blood flow. The patient was taken to the operating room for device removal. Intraoperatively, bleeding and worsening hematoma were noted. Patient was discharged home without further known complications.